Event description:
It was reported, the patient experienced several falls and is currently without stimulation. X-rays indicated a possible fracture in the lead. A full parameter diagnostic indicated contact 1 to be invalid. The patient does not wish to undergo surgical intervention at this time but it may take place at a later date. No further patient complications were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.